Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device is not delivering accurately. Pt reported having an elevated blood glucose level of 300 mg/dl. Pt reported taking correction with the infusion device. Pt's normal blood glucose level is 150-180 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.